Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported death issue appears to be related to patient condition. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. B3, d6: dates corrected h6: patient code 1802 was removed at it was confirmed by the physician that the death was not related to the device. H6: patient code 2199 added.

Event description:
Subsequent to the initially filed report, the following information was received: the original mitraclip procedure was performed on (B)(6) 2020. Prior to the procedure, it was noted the patient experienced symptoms of liver damage and total bilirubin. One clip was successfully implanted. On (B)(6) 2020, steroids were administered due to the patient developing liver failure from autoimmune hemolytic anemia (aiha). On (B)(6) 2020, the patient passed away due to liver failure. The clip was confirmed to stable on the leaflets and mr had not worsened. Since the clip was stable on mr did not increase, the physician stated the mitraclip did not contribute to the patient death. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report death. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. On (B)(6) 2020, the patient passed away. It was noted that mr had not increased, and the clip remained stable on the leaflets. No additional information was provided.